Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump scratches on the screen, chip by battery compartment, loud grinding during rewind. Battery life diminished, and unexplained no delivery alarms. Blood glucose value is unknown. Troubleshooting was declined. The device will not be returned for analysis.